Event description:
It was reported the patient had the device explanted one week after it was implanted due to infection. No symptoms or outcome were reported. Additional information has been requested, a follow-up report well be submitted if additional information becomes available.